Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported the patient could not use the "typical" fill kit for a refill as their pump was mobile. It wasn't anchored like a "normal pump." The patient was seeking a physician that can fill the pump under fluoroscopy in their office. The hospital had issues with medicine being brought in from an outside source as they cannot verify the drug. The hospital did not normally stock the medication. The hcp was bringing in the medicine that he had ordered and it was being sent to the pharmacy and the pharmacy was saying they could not verify what medication it was. The patient could not go to the hospital for refills due to this. The patient's managing physician planned to refill the pump on (B)(6)2013. After that the patient would need a physician who has fluoroscopy in their office. The patient was seeking a physician to manage her care. The pump was delivering fentanyl.

Event description:
It was later reported that the patient still had concerns regarding the device or therapy but was working with the doctor or manufacturer representative. The patient had an appointment date of 2013 (B)(6).